Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter (lot# unknown) found the sc connector was damaged at explant. The catheter was returned in segments. It was found to be patent and no leaks were identified. Analysis of the pump (B)(4) found a non-significant anomaly. The pump exterior shield was expanded, but did not affect post-explant pump performance. The catheter access port (cap) was aspirated and found to be patent. The pump tested within specification for dispense accuracy (300 ul/day and 24,000 ul/day). The battery voltage tested within specification. Visual inspection of the hybrid did not identify any anomalies. Destructive analysis of the motor assembly did not identify any anomalies. Pressure testing did not identify any leaks or breaches in the internal pump tube.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 8780 lot# serial# unknown implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via a manufacturer representative indicated an acute onset of a neurological deficit occurred on the night of (B)(6) 2017 or (B)(6) 2017. Prior to this, some "minor and rather unspecific symptoms" appeared a few days prior, which included parasthesia of the lower limbs. A CT scan and MRI of the spinal cord were performed on (B)(6) 2017. Surgical exploration was performed on (B)(6) 2017, with a "second look" operation on (B)(6) 2017. The catheter tip was cut off and explanted during the procedure on (B)(6) 2017. The catheter tip was then sent to the hospital's laboratory for microbial analysis. Until (B)(6) 2017, there was no proof of a specified infection (no evidence of bacterial inflammation). The pump and catheter were replaced on (B)(6) 2017. The pump was expected to be returned to the manufacturer.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received morphine ( 20mg/ml, 3.5mg/day)in an implantable pump for an unknown indication for use. On an unknown date, a granuloma was found at the catheter tip. There was no reported environmental/external/patient factors that may have led or contributed to the issue. It was further stated surgical intervention included the "catheter tip was cut." Pump replacement was planned for (B)(6) 2017. The device would be returned. The manufacturer representative did not have any further information. It as indicated the hcp would know more details in 1-2 weeks. It was unknown if the issue was resolved. The status of the patient was stated to be alive and with no injury.